Manufacturer narrative:
(B)(4). The customer reported the suspect device will be available if they are not able to resolve this issue. At this time, carefusion has not received a service request for evaluation of the device.

Event description:
The customer reported an unresolved high fraction of inspired oxygen (fio2) alarm while in use on this avea ventilator. The customer reported no patient harm was associated with this event.